Event description:
A female patient reported that she experienced an eye infection, (unconfirmed) "corneal ulcers on eye" and iritis with symptoms of burning sensation, foreign body sensation, pain and redness following the use of complete moistureplus with her ciba o2optix lenses. She indicated that her events began in 2006. She saw an optometrist and was prescribed pred forte (prednisolone acetate 1%) for one week and the symptoms resolved. When she resumed lens wear, she used new contact lenses but used the same lens case she had been using, and the same unit of complete moistureplus. She explained that she does change the solution daily, however, she does not rinse her lens case with complete or allow it to air dry. Her symptoms returned again and she self treated with the remaining pred forte eyedrops. The cycle repeated itself and she went to an ophthalmologist on 07dec2006. Patient was prescribed zymar, however, this product hurt her eyes so she returned the following day and the doctor changed the prescription to tobradex (tobramycin dexamethasone). Patient reported that her eye was cultured and apparently was sterile, however, her contact lens case was positive for some type of organism (she was not sure what). Follow up information from her optometrist revealed that two months later, the patient presented with red, congested eyes (inflammation). The diagnosis of iritis and treatment with pred forte was confirmed. The optometrist graded the event as 'moderate' in nature and 'unlikely' related to use of the product. The patient's ophthalmologist also responded to our request for information and provided the following: the patient was seen in 2007 with an active corneal infiltrate. A culture (from patient's eyes) was obtained and preliminary results showed a gram negative rod. She was treated with vigamox (moxifloxacin) one drop every two hours. By the next two days, the infiltrate had improved and the culture was positive for serratia marcescens. Ten days later, the patient was clinically back to normal. The ophthalmologist did not mention corneal ulcers or iritis, and did not provide severity or causality assessment.

Manufacturer narrative:
Retained testing and batch record review requested. Results not yet available.